Event description:
Complainant alleged that while attempting to defibrillate a pt (age & gender unknown) the device failed to power up with battery power. When the device powered up in ac power, the device displayed unknown fault messages. Complainant indicated that there was no adverse efect to the pt due to the reported malfunction.